Event description:
Inner stiffener would not advance in catheter and would not straighten. No patient harm occurred. Another catheter was opened and used to finish the case. Vendor notified. Manufacturer response for nephroureterectomy stent, cope nephroureterectomy stent ulthane (per site reporter).